Manufacturer narrative:
The device was not returned, only the component.

Event description:
A ventilator solenoid valve was returned to the manufacturer for investigation. The solenoid valve was replaced at a third party service center. There was no patient harm or injury. During the evaluation of the device at the manufacturer's product investigation lab, the component failed testing due to contamination.